Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter was damaged, roller discolored, sideplates worn, and unit was out of calibration and the cutter, roller, and sideplates were replaced and device recalibrated and resolved the reported issue. Device is used for treatment.. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device was cutting irregularly. The event resulted in a medical intervention.the skin was not usable due to the skin being irregular in size. The exact event date is unknown. The event occurred during surgery. There was a delay of 45 min.